Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID 823834) was implanted in 2018. In (B)(6) 2025, the patient presented with headache, and there was a total block of drainage, therefore, due to suspicion of obstruction, it was removed and replaced. When the valve was explanted it was found to be broken. The patient recovered.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve was returned for evaluation: DHR - conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; connector was disassembled from the housing. The valve failed the tests for programming, and occlusion. The valve passed the tests for leaks and reflux. The valve was pressure tested, the valve failed the test at 160mmh2o and the others settings could not be tested as the valve not program. The valve was disassembled and visually inspected under microscope at appropriate magnification: biological debris was found on the spring, on the ruby ball, sear of ruby ball and on the base plate. Root cause - -the root cause for the issue reported by the customer is due to biological debris and protein build up interfering with the valve, at the time of investigation biologicals debris were found.

Event description:
N/a.